Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
Z6ms transducer produces the usacquisitionhw_40 error.

Manufacturer narrative:
This supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00172) submitted in 2016 did not go through correctly. Correction: correct the brand name of the device (see section d1), correct the date received by manufacturer (see section g3). Additional information: additional event information (see section b5), update the device available for evaluation (see section d10), provide additional initial reporter information (see section e1), update the manufacturer's contact information (see section g1), provide the PMA/510(k) information (see section g5), update device evaluated by manufacturer (see section h3), and provide evaluation codes (see section h6), provide additional manufacturer narrative (see section h10). The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.

Event description:
This is a supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00172) submitted in 2016 did not go through correctly. Additional information was received and it was reported that prior to the beginning of an unspecified procedure in the operating room (or), the transducer prompted an intermittent usacquisitionhw_40 error message. A different transducer was used to complete the procedure. There was a delay of approximately 10 to 15 minutes for the new transducer to be retrieved. Since the transducer was not actively scanning when the event occurred, the procedure was not repeated as there was no loss of data. There was no patient or user injury reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see h3), update the event problem and evaluation codes (see h6), and provide the investigation results. During the investigation, the system error message and an image artifact were reproduced, and leakage test failed with articulation sleeve hole by material quality. Liquid infiltration via the sleeve hole could affect electrical leakage and malfunction inside the transducer. A new articulation sleeve material has been implemented since september 2016 as an improvement action. This defective transducer was prior to the corrective action.